Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned coronary treatment at the time of the reported event. The procedure was delayed and completed after multiple restarts. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Analysis of log file revealed mechanical problem with the collimator shutter. The fse identified that the collimator was defective and required replacement. To resolve the reported issue, the collimator was replaced. The system was returned to use in good working order and ready for clinical use. The collimator was returned for further analysis. Functional testing was performed, and it was identified that the shutter was stuck. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shutters would not open. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.